Event description:
It is reported 48 days post bronchoscopy procedure for the indication of chronic cough with abnormal CT, and personal history of lung cancer using an evis exera ii bronchovideoscope, the patient developed a respiratory tract infection with mycobacterium llatzerense. This was diagnosed with bronchial alveolar lavage (bal). It is unknown what treatment the patient required as a result of this infection. The patient died (B)(6) 2021 from pre-existing comorbidities.

Event description:
Correction to g3 of the initial medwatch. The aware date should be 12-mar-2021.